Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.00/3.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Lens rotation not associated to a low vault was observed, the lens was repositioned, but did not resolve the problem. The lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - lens was implanted on (B)(6)2017. Lens was repositioned on (B)(6)2017 and the problem was resolved. Postoperative report stated "patient is happy". Claim#: (B)(4).

Manufacturer narrative:
Event description: "but did not resolve the problem" should be removed from initial medwatch report, as it is not applicable. Patient code 3191: no code available (secondary surgery, lens repositioning). Claim#: (B)(4).